Event description:
It was reported that surgeon revised an exeter stem for implant fracture today. The neck of the stem and the head were removed once the surgeon had access. The surgeon was then able to drill a hole into the stem and remove it using a punch and mallet. He implanted a 44 mm cement in cement stem and put a 28mm delta v40 head on the stem. Surgeon stated that the exeter stem appeared to have fractured through the dimple/drive hole on the shoulder of the exeter stem. He said that when he reviewed his operation notes from the original surgery in 2005, he had commented on the fact that the pt's femoral neck was retroverted 30 deg and this did not allow him to put a larger than 44mm size 0 exeter stem.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.